Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states that a replacement tlc was implanted, the catheter was used for a 5 hour dialysis session and then saline was allegedly seen leaking from the venous lumen when flushed after dialysis treatment. The catheter was removed and replaced.

Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the defect and root cause analysis. However brainstorming was performed in order to identify the possible root causes for the failure luer adapter-leaking. The following potential causes were identified either in the pfmea or in addition to this document: incoming inspection not performed, in-process inspection not performed, defective material, malfunction, misuse and/or inattention. With the available information it is not possible to confirm a root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. Based on complaint investigation, no further actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per the procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.